Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the image processor pcb, the video control pcb, and the ps2 power supply. The system operates properly at this time.

Event description:
The customer reported that the image had squiggly lines when fluoroing. There was an intermittent video sync problem.